Manufacturer narrative:
This report is filed june 29, 2016. Registration number (B)(4). Exemption number (B)(4). Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced a poor performance with device use; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2016. It is unknown whether the patient was re-implanted with another device, as of the date of this report.